Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 586 mg/dl and high ketones. Ketone levels identified by their health care provider as life threatening. The customer attempted to address the elevated (bg) with a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 5/9/24 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.